Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false negative flu patient result was obtained. It was noted the patient was very symptomatic and upon repeat testing a positive flu result was obtained. The user did not specify if the analyte in question was flu a or flu b and no additional information was provided from the customer after several follow up attempts by bd. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number unknown. The customer reported that one patient was symptomatic and tested negative for flu. Upon repeat testing, a positive flu result was obtained. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false negative flu patient result was obtained. It was noted the patient was very symptomatic and upon repeat testing a positive flu result was obtained. The user did not specify if the analyte in question was flu a or flu b and no additional information was provided from the customer after several follow up attempts by bd. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
D4. Medical device lot #: 5095876 was reported; however, this is not a kit lot # manufactured for the reported catalog #. Updated to unknown. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.